Manufacturer narrative:
Citation: koolstra nhm et al. Randomised comparison of a balloon-expandable and self-expandable valve with quantitative assessment of aortic regurgitation using magnetic resonance imaging. Netherlands heart journal. 2020; 28:253-265. Doi: 10.1007/s12471-020-01414-0 earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the quantitative assessment of aortic regurgitation following transcatheter aortic valve replacement using magnetic resonance imaging (MRI). All data were collected from a single center between january 2014 and may 2016. The study population included 56 patients (equal male/female distribution, mean age 79 years), 27 of which were implanted with a medtronic corevalve transcatheter valve (no serial numbers provided). Among all medtronic corevalve patients, 5 deaths occurred. All deaths were due to cardiovascular causes: one peri-procedural tamponade, two cases of terminal heart failure, one type a aortic dissection in combination with a spondylodiscitis and a high suspicion of septic endocarditis, and one stroke within 1 year of follow-up. No further details were provided about the deaths. Based on the available information medtronic product may have been associated with the deaths.